Event description:
Voluntary medwatch received from user facility reporting non-activation of alarm alert. It was reported that the pt's "blue line" on the double lumen hickman catheter was purposefully clamped while the infusion (infusate unspecified/unk) continued. The infusion continued until the line just proximal to the clamp "exploded". According to the customer contact, "there was no report of the infusate coming into direct contact with the pt's skin." The affected line was temporarily repaired, but the double lumen hickman central venous catheter was replaced due to the reported event. There was no report of occlusion or any other alarm alert at anytime during the restricted flow. Though requested, there was no add'l info available.